Event description:
It was reported that the coil broke. A 8mm x 40cm interlock-35 was selected for use in the pelvic varicose vein. During delivery, difficulty releasing the coil occurred. The spring shaped casing surrounding the device broke. The coil came with the entire system in an attempt to re-sheath. Another interlock was used to successfully complete the procedure. There were no patient complications.